Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one pt. A pt sample was tested for accutni and a result of 0.19ng/ml was obtained. The system rerun the sample due to the result being >0.10ng/ml and repeated result was 1.33ng/ml. The customer then took an aliquot of the sample, microfuged and it now recovered at 0.03ng/ml and 0.04ng/ml. It is not known which repeat result was reported. Pt treatment was not affected in connection with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube without gel separator, and it was centrifuged for 6 mins. There were no result flags generated and no event log messages associated with this event. Customer did not question any other assays. Customer did not provide qc results, but stated that qc is recovering in range. A field service engineer (fse) was not dispatched, as customer is not questioning instrument performance. Customer discussed pre-analytical sample handling with call center and accepted pre-analytical sample handling info via fax. Customer noted that they have continued to see non-reproducibility in some accutni results, and further noted that many samples appear "turbid." Customer believes instrument is performing well. Although pre-analytical sample handling is considered a contributing factor, no clear root cause for this event could be determined. A malfunction will be assumed for the purpose of this report. (B)(4).